Manufacturer narrative:
Software reloaded and system rebooted successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry ipc lost communication during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.